Manufacturer narrative:
Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The sheath was returned to gore for analysis and the product evaluation found that the sheath was found to have been broken near the leading end. The root cause of the sheath damage could not be determined with the available information. This type of occurrence will continue to be monitored.

Manufacturer narrative:
A review of the manufacturing records for the device will be conducted. The evaluation is in process. The sheath was return to gore for analysis. Further information will be provided.

Event description:
On (B)(6) 2020, the patient underwent an endovascular treatment of the bilateral internal iliac artery aneurysm using a gore® excluder® aaa endoprosthesis, a gore® viabahn® vbx balloon expandable endoprosthesis, and a gore® dryseal flex introducer sheath. The gore® dryseal flex introducer sheath (12fr) was inserted from the left femoral artery and advanced to the bifurcation of the right iliac artery. After the dilator of the gore® dryseal flex introducer sheath was removed, a non-gore sheath (destination, 5fr) was inserted into the gore® dryseal flex introducer sheath. During the 5fr non-gore sheath was inserted and advanced into the gore® dryseal flex introducer sheath without the guidewire, the 5fr non-gore sheath broke through the gore® dryseal flex introducer sheath. The gore® dryseal flex introducer sheath got damaged (like tear). The 5fr non-gore sheath was able to be advanced with the guidewire as far as the leading end of gore® dryseal flex introducer sheath. Therefore the gore® dryseal flex introducer sheath kept being used during this procedure. No injury occurred for the patient. The physician¿s comment: the non-gore sheath was inserted without the guidewire. That might have been related to that the dilator of the non-gore sheath broke through the gore® dryseal flex introducer sheath. The gore® dryseal flex introducer sheath defect was also suspected. Csa¿s reported the angiography was performed before the non-gore sheath was inserted, this angiography didn't show the leak of the contrast dye from the gore® dryseal flex introducer sheath. After the procedure, upon the gore® dryseal flex introducer sheath was observed, it looked the sheath was torn. Additionally, the csa informed that the reason why the non-gore sheath was inserted into the gore sheath is that a gore sheath doesn't have enough length to reach the right internal iliac artery from the left femoral artery. So the non-gore sheath was inserted into the gore sheath to extend the length of the gore sheath to reach the right internal iliac artery.